Event description:
It was reported that the customer experienced hypoglycemia. Customer's blood glucose level at the time of incident was 32 mg/dl. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.